Event description:
It was reported that an arteriotomy closure of common femoral artery was attempted using a proglide device after an intervention procedure. Reportedly, after suture deployment and the needle plunger was retracted, a cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the posterior cuff was captured and attached to the needle tip. This finding indicates a cuff miss as reported had not occurred. The analysis indicated a link detachment occurred as evidenced by the link break detachment at the posterior cuff. A link detachment can result in a failure to retrieve the suture during plunger removal and have the same result and appearance as the reported needle to cuff miss. Because the device was received with both cuffs attached to the needle tips during deployment, the report of cuff miss could not be confirmed. The condition of the device indicates the link was broken during plunger removal. The analysis did not indicate a product deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. The link assembly of each device is inspected and a quality control audit inspection is performed to verify product quality. The needle trajectory of each device is inspected during manufacturing and each finished goods lot is inspected by sampling. The analysis of the returned components found no indication of a product quality problem that would have contributed to the reported cuff miss. Based on the analysis, inspection criteria and reported information, the link detachment appears to be related to the operational influences during use and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot, which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.